Event description:
It was reported that the customer was hospitalized with high blood glucose levels over 600 mg/dl. The customer had experienced high blood glucose levels for the past five to six days. Troubleshooting was performed, and the insulin pump was programmed correctly. The caller declined further troubleshooting as she did not want the customer to disconnect from the infusion set to conduct the prime and high pressure tests. The caller felt that the insulin pump was not the reason for the event. Advised the caller to call back to finish troubleshooting when possible. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.